Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked belt clip slot and minor scratched lcd window.

Event description:
Customer reported via phone call to have fallen twice and ripped the skin off left arm. Customer was hospitalized with low blood glucose but could not remember blood glucose levels. During troubleshooting, customer reported that drive support cap was sticking out. Customer declined further troubleshooting. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.